Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion. Concomitant products: 5072 implantable pacing lead (B)(6) 2007; 6947 implantable tachy lead (B)(6) 2009; 4193 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) during the warranty period and had unexpected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.